Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, mentor became aware that it erroneously checked g2 of the initial report submitted on (B)(6) 2021. The correct value has been populated in this report.

Manufacturer narrative:
Additional information was received on april 7, 2021. The right sided device was replaced with a new mentor smooth round high profile 460cc saline prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect has been identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Seroma is a build-up of fluid around the implant. Symptoms of seroma may include swelling, pain, and bruising. Seroma may occur soon after surgery, or at any time later on, which could be referred to as late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) on (B)(6) 2021 mentor became aware that the product return status was erroneously omitted from the previous supplemental report. The device was received on (B)(6) 2021 and was erroneously evaluated and reported under the contralateral prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation/chest injury/seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who had mentor smooth round high profile 460cc saline prostheses placed experienced left sided baker grade IV capsular contracture and right sided deflation post procedure. The right sided deflation was caused by unspecified sort of blunt force trauma which may have also resulted in seroma. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-03793 for contralateral prosthesis report.